Event description:
Spacelabs received a report that a patient went into arrhythmia but a spacelabs patient monitor model 91393 alarmed for high rate instead of ventricular tachycardia (v-tach). No one was injured as a result of this event.

Manufacturer narrative:
The customer reported a ventricular tachycardia showed on the patient¿s ECG but the monitor alarmed for a high heart rate. Spacelabs sent a field service engineer to evaluate the device onsite and obtain additional information from the clinical staff. Functional tests were performed on the bedside monitor and module according to the service manual. All tests passed. There were no non-recoverable or fatal errors listed in the error logs. We reviewed the full disclosure (ics) database that was provided by customer. We observed the following: patient was paced throughout the monitoring period. There were a total of (B)(4) high priority and medium priority alarms. Also there were six vrun alarms. On (B)(6) at 10:46 pm, there was a high rate alarm for an episode of ventricular tachycardia. The data indicated that all beats in this ventricular episode were detected, but these beats were not classified as ventricular due to their similarity to the patient¿s paced morphology. As the heart rate during the episode exceeded the high rate alarm limit, an alarm notification for a high rate was generated. To summarize, we have concluded that the monitor detected the beats in the ventricular run, but because the morphology was similar to the paced morphology the beats were classified as normal and a high rate alarm was triggered rather than a v-tach alarm. This report is considered final and the issue closed.

Manufacturer narrative:
The patient waveform data from a full disclosure database was provided by the customer. The investigation is underway. We will file a supplemental report when our investigation is concluded.

Event description:
Spacelabs received a report that a patient went into arrhythmia but a spacelabs patient monitor alarmed for high rate instead of ventricular tachycardia (vtac).